Manufacturer narrative:
(B)(4).

Event description:
On (B)(4) 2015, information was received from an healthcare provider (hcp) regarding a patient who was receiving dilaudid at 6 mg/day (concentration and dates of therapy were unknown) via an implantable pump. Medical history was not reported. Concomitant medications included unspecified oral pain medications. On (B)(6) 2015, the patient was seen by their home health nurse and was very sleepy; the onset was characterized as sudden, and the patient was subsequently brought to the emergency room (ER). According to the hcp, the pump was not working properly. The patient was treated by the paramedics with narcan, responded, and was wide awake. According to a nurse in the ER, they had done nothing further for the patient. At that time, the patient was responding, but was dozing off. The nurse was unaware of any history related to recent refills or procedures done the patient or pump. Additional information regarding clarification of "the pump was not working properly" statement, troubleshooting related to "the pump not working properly," concomitant medications, history of recent refills or procedures, diagnostic testing related to the patient being very sleepy, as well as cause, actions/interventions, and outcome related to the "pump not working properly" and patient's sleepiness was requested. If additional information is received, a follow-up report will be sent.